Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor removal, sensor wire was left behind in body. Patient stated that they removed the sensor wire. At the time of the call, patient reported no injuries or medical intervention.